Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), coronary artery disease, an enlarged right atrium, and pacemaker leads for a triclip procedure. One xt clip was implanted on central posterior and septal leaflets (p/s). The tr was reduced to grade 2-3. A second xt was selected to further reduce the tr. Two pre-deployment lock checks were performed. Before starting the deployment process, the arm positioner was in the slightly closed position. The lock line was removed. After removal, fluoroscopy was checked, and the clip had opened to a 30¿45-degree angle from fully closed. The tr had increased from grade <1 to 1. The clip was attempted to retrieve unsuccessfully. The clip was deployed, and the tr was reduced to grade 1. There were no adverse patient effects.

Event description:
It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), coronary artery disease, an enlarged right atrium, and pacemaker leads for a triclip procedure. One xt clip was implanted on central posterior and septal leaflets (p/s). The tr was reduced to grade 2-3. A second xt was selected to further reduce the tr. Two pre-deployment lock checks were performed. Before starting the deployment process, the arm positioner was in the slightly closed position. The lock line was removed. After removal, fluoroscopy was checked, and the clip had opened to a 30¿45-degree angle from fully closed. The tr had increased from grade <1 to 1. The clip was attempted to retrieve unsuccessfully. The clip was deployed, and the tr was reduced to grade 1. There were no adverse patient effects. No additional information was provided. Subsequent to the initial report. It was reported that a patient presented with grade 4 functional tricuspid regurgitation (tr), coronary artery disease, an enlarged right atrium, and pacemaker leads for a triclip procedure. One xt clip was implanted on central posterior and septal leaflets (p/s). The tr was reduced to grade 2-3. A second xt was selected to further reduce the tr. Two pre-deployment lock checks were performed. Before starting the deployment process, the arm positioner was in the slightly closed position. The lock line was removed. After removal, fluoroscopy was checked, and the clip had opened to a 30¿45-degree angle from fully closed. The tr had increased from grade <1 to 1. The clip arms were attempted to reclose unsuccessfully, and did not respond to the arm positioner. A second lock check was not performed. The clip was deployed, remained stable, and the tr was reduced to grade 1. There were no adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported user error (improper or incorrect procedure or method) was due to the user did not perform the second efaa. There is no indication of a product issue with respect to manufacture, design or labeling.